Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance and gave the part number for the main keypad assembly. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would intermittently not power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.